Manufacturer narrative:
The manufacturer had previously reported that a ventilators power management board, internal battery, and detachable battery cable were replaced to address the devices issues. The parts were not replaced. The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues. A "service required" code was found in the ventilator's downloaded error log. The device's detachable battery connector cable was replaced to address the issue.